Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the reportable event ¿no image and error 315 (scope communication error)¿ was determined to be caused by a component failure. However, for the reportable event involving "white residue in the air/water (a/w) channel" the cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had white residue in the air/water (a/w) channel, no image, and error 315 (scope communication error). There was no patient involvement.